Event description:
Follow-up to the physician's office revealed that the device had not been disabled. The last known settings were on (B)(6) 2014 with normal impedance reported. It was reported that the patient did not want to continue with the lead revision as the device didn't work for her. It was reported that the high impedance was found by the patient's previously treating physician, however follow-up to the patient's previously treating physician revealed they were unaware of any dysfunction issue with the vns.

Event description:
It was reported that a vns patient had high impedance at a clinic visit. The patient was referred for a surgery consult. No known surgery has occurred to-date. No additional relevant information has been received to-date.